Event description:
Cto popliteal mix morphology, customer ran navitus over jetwire. Did two passes, blades down. Customer was not able to remove the catheter because it was stuck on the wire. He had to remove the wire and catheter together to take an angiogram. Customer was unable to rewire the vessel successfully. Pt had to get a bypass. I cannot speculate that a device caused an injury. It was hard to get wire access, once they had wire access they ran the jetstream. After we finished running the jetstream, the device would not come off the wire. Since they could not get it off the wire, he had to pull the jetstream and jetwire out together. They tried to regain wire access, but were not successful. He took one last picture and there was no flow below the knee. He used a doppler to see if there was flow to the foot. There was none, so he did a bypass.

Manufacturer narrative:
Event consists of a jetstream device getting stuck on a guidewire resulting in loss of guidewire position and subsequent bypass procedure. The pt is a female of unk age and medical history. The pt presented with a complete total occlusion (cto) of the popliteal with mix morphology. The physician first gained access to the vessel by passing a jetwire guidewire. It was stated that the lesion was difficult to access. The physician then ran a jetstream navitus atherectomy catheter over the jetwire guidewire. The physician performed two passes with the navitus device with blades down. The physician then tried to remove the navitus device but was unsuccessful as it appeared to be stuck on the jetwire guidewire. The physician had to remove the navitus device and the jetwire guidewire together so an angiogram could be taken. The physician then tried to regain wire access to the lesion but was unsuccessful. The physician then performed another angiogram which indicated there was no flow below the knee. Doppler was also used which indicated there was no flow to the pt's foot. The physician then performed a bypass of the occluded vessel since regaining wire access was unsuccessful. The pt did not experience any sequelae from the bypass procedure and was subsequently released from the hospital. In this case the jetwire guidewire is listed in the navitus IFU as a recommended compatible guidewire. That this event is considered a reportable event since the sticking of the jetstream navitus device and jetwire guidewire resulted in the loss of guidewire position and subsequent bypass procedure was required to treat the vessel occlusion.